Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is experiencing discomfort, soreness, burning, painful sensation and a pulling sensation at the ipg site. The patient reports she is unable to increase the stimulation due to the irritation at the ipg site. In addition, the skin above the ipg site becomes warm to touch and the patient has lost 55 lbs since implant. The patient underwent surgical intervention on (B)(6) 2016 where the ipg was removed and replaced.